Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this pacemaker was confirmed to have recorded a code 1003, which indicates an abnormal battery depletion. The device behavior was attributed to exposure to cold weather.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 prior to implant indicative of battery voltage too low for the projected remaining capacity. It was also reported that the packaging was compromised at the time the code was discovered. This device was never in service. No patient involvement reported.